Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.

Event description:
The 3.0mm x 10mm worldpass balloon catheter ruptured during the kissing balloon procedure in the calcified left anterior descending artery. The physician found the balloon burst under 12 atm. There was a pinhole on the balloon. The physician used another balloon to complete the procedure. There were no adverse effects to the patient.